Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
The case reported was for an off label treatment of a right giant superior cerebellar artery (sca) aneurysm. An elderly male patient with a history of a right superior cerebellar artery aneurysm presented with worsening left-sided hemiparesis and gait impairment. The patient also had an subarachnoid hemorrhage (sah) that was initially treated with coils about a year and a half before and was treated again with coils for recurrence six months prior to the latest presentation. During the physical exam, the patient was awake, alert, and oriented. The cranial nerve was intact in the examination and marked left-sided weakness was noted. Cerebral angiogram demonstrated the presence of coil mass at the position of the right sca aneurysm with residual aneurysm filling. Magnetic resonance imaging (MRI) showed a partially coiled aneurysm with a large thrombosed portion beyond the coil mass and significant brainstem compression with t2 abnormalities suggestive of perilesional inflammation. A decision was made for an off-label use of the pipeline embolization device (ped). The patient was placed on dual anti-platelet regimen aspirin and clopidogrel. During the procedure (on an unspecified date), the ped (4mm x 14mm) was placed from the p1 segment of the posterior cerebral artery into the upper third of the basilar trunk with good neck coverage and vessel apposition. The procedure was uneventful and the patient was dismissed with no new neurological deficits. One week post procedure, the patient presented with diplopia which was worse at right lateral gaze. Head computed tomography (CT) demonstrated no new hemorrhage and the patient was started on 4mg of dexamethasone every six hours for one week, which improved the symptoms. Nine weeks post procedure, the patient presented with confusion and gait instability. Head CT showed incipient hydrocephalus and a possible worsening mass effect in the brainstem. Lumbar puncture revealed opening pressure of 9.5 cm h2o. MRI of the brain demonstrated an increase in ventricular size. A metabolic or infectious etiology for the patient's change in neurologic status, the patient's white blood cell count was of 21,800 per ml. A chest x-ray revealed opacity in the left lung base, which was suspicious for pneumonia. Antibiotic therapy with piperacillin and tazobactam was started and the patient's mental status improved drastically the following morning. CT angiogram of the chest was negative for pulmonary embolus, but it did confirm the patient's aspiration/community-acquired pneumonia. The patient was discharged once the condition improved. A decision was made to temporarily discontinue clopidogrel in the face of potential shunting. A follow-up visit at 11 weeks post procedure revealed further neurological deterioration and a neurological exam revealed right vi nerve palsy. Head CT showed worsening hydrocephalus, and an emergent ventricular-peritoneal shunt (vps) was placed. After shunting, the patient's overall alertness and gait improved. At the same admission, a cerebral angiogram was performed to assess the obliteration of the aneurysm, which revealed anterograde ped migration/ foreshortening; the proximal aspect of the ped migrated upwards and the aneurysm neck was only partially covered. A change in the pattern of residual aneurysm filling with a growth of the remnant was noted. A decision was made to add a 2nd ped. However, the patient had undergone a vps placement within 24 hours; treatment was scheduled for two weeks after vps insertion in order to be able to reinstitute the dual anti-platelet regimen. Less than two weeks after vps, the patient developed a headache and became comatose. The patient was admitted to an outside emergency department and was found to be unresponsive to deep noxious stimulus, with minimal pupillary reflexes, and no corneal or oculocephalic reflexes. A head CT revealed a massive sah with a thalamic hematoma with an 8mm right to left midline shift plus an intraventricular hemorrhage. A decision was made not to intervene and the patient expired on an unspecified date.